Event description:
It was reported by the affiliate in (B)(6) that postoperatively to an arthroscopic rotator cuff repair surgery performed on (B)(6) 2021 using a vapr coolpulse90 electrode device, it was observed that the patient¿s skin around the armpit became blistered. According to the report, it was confirmed that the suction tubing attachment of the electrode in question had not been attached a suction device furnished in the operation room during the procedure. It was reported that the customer wondered if the use of the electrode might have triggered the event. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot number was unknown. Investigation summary ==> the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.